Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 7 years) led to the dp board failure, where the video signal processing and output occur. Additionally, due to the the amount of use and age of the device, poor contact of the connector of the led unit would have caused this issue. As one of the leds did not light, this would have created abnormal color.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was tested with multiple scopes; no problem was noted with the auto focus and auto brightness. The unit passed all functional tests. All video output signals and images tested were within specifications.

Event description:
Olympus was informed of a report of color issues and the loss of the ability to auto adjust the picture. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.